Manufacturer narrative:
The insulin pump was received with flashing white lcd display anomaly due to cracked on lcd controller. Unable to performed displacement, rewind, seating and basic occlusion due to flashing white lcd display. Unable to verify missing segments / partial display due to display anomaly. Unit received with scratched case and cracked retainer

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the insulin pump had a blank display. Blood glucose at the time of the incident is unknown. It was stated that the customer fell on the insulin pump and it was beeping with a white flashing screen. It was advised to discontinue the use of the device and to revert to a back-up plan. The insulin pump was returned for analysis.